Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd discardit¿ ii syringe during use. The following information was provided by the initial reporter: "leakage of medication.".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301001 and lot number 2208503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. However, the retained samples did not display any signs of leakage. Based on the investigation results, an exact cause could not be determined for this reported incident.

Event description:
It was reported that medication leaked from the bd discardit¿ ii syringe during use. The following information was provided by the initial reporter: "leakage of medication."